Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 32 x 2.50mm promus premier drug-eluting stent was selected for use but failed to cross the lesion. However, the shaft of the delivery system was fractured near the hub while pushing. The procedure was completed with a non-bsc device. There were no patient complications. Patient is doing well.